Event description:
It was reported that approximately 5 months after ivc filter implant, an attempt was made to remove the filter; however, the filter legs were endothelialized in the vena cava wall and the filter could not be removed. Two filter legs were noted to be extending outside the vena cava wall. There was no pt injury reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history record could not be reviewed. The investigation is currently underway.